Event description:
It was reported by the patient that the patient has been experiencing tightness in the throat, esophageal spasm, and fatigue. The patient reported a general feeling of "unwell". The patient stated having metal allergies and an allergy to latex and was questioning the types of materials used in the device. Attempts were made to obtain further information and no response was received. The status of the device is unknown at this time. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.